Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter would not turn on. The complaint was classified based on the customer service representative (csr) documentation since the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient stated that the issue first occurred at 8:24am on (B)(6) 2015. The patient manages their diabetes with humalog insulin (12 units per day) and did not make any changes to their normal diabetes management routine as a result of the alleged product issue. The patient stated that ¿one hour later¿, while still on the call with the csr, they experienced the symptoms of ¿thirsty and frequent urination¿. The patient alleged that they did not receive any treatment as a result of these symptoms. At the time of troubleshooting the csr noted that the meter would not turn on. The patient was not using the product for the first time and there was no misuse of the product. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because of the delay in treatment the patient experienced. The patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.